Event description:
A customer contacted haemonetics sales representative on (B)(6), 2011 that after the technician removed the battery from the source, an alleged fire occurred on the wire leads. No patient injury was reported. No operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics sales representative on the (B)(6), 2011 that after the technician removed the battery from the source, an alleged fire occurred on the wire leads. No patient injury was reported. No operator injury was reported. No product was returned for evaluation. No lot number or serial number was available. Customer has provided no pictures; no pictures were provided of the alleged incident. The customer was contacted three times in writing and three times via phone. Investigation is underway. Follow up will be provided as the investigation progresses.